Event description:
In 1984, intermittent bleeding throughout the month with several unsuccessful procedures including ablation attempted by gynecologist, bruising on legs from unk causes. In 1986 developed endometriosis leading to total hysterectomy; 1990's - present, severe pain in hips requiring multiple steroid injections. From 2003 - present, developed psoriasis on fingers - continued to spread to hands, feet, eyelids and scalp requiring multiple treatments with no remission. In 2010, aching in hands required wearing braces. Developed sinus infection treated unsuccessfully with multiple antibiotics leading to nasal polyps-surgically removed. In 2011, began hair loss. From 2013 - present, 2 slipped discs in lower back unable to stand up straight-requiring chiropractor manipulation and steroid injections by orthopedic doctor with muscle relaxers. In 2015, swelling in left knee, requiring physical therapy. From 2016 - present - brain fog, unable to recall words, difficulty learning new info/skills for work as rn leading to early retirement in 2017. In 2018, attempted to return to work in position as rn in area of previous skills and knowledge, had to retire after 3 months related to inability to perform at previous level. Severe pain in left shoulder and neck requiring steroid injections and physical therapy. Severe pain in both knees, right knee requiring series of 3 hyaluronic acid injections still with swelling and pain.